Event description:
Skin reaction.

Manufacturer narrative:
This is our response to reports sent to us by FDA and filed by (B)(6) hospital. (4900240000-2023-8068, 8060, 8058, 8057, 8047, 8046, 8045, 8035). We have reviewed the incidents and sought input from our quality, regulatory and clinical consultant teams. Retained samples have been inspected and no anomalies or conformities issues have been identified. We have been unable to identify a definitive cause for the patients' skin reaction. Possible causes that cannot be ruled out include acrylic skin sensitivity, hyper-reactivity to adhesive materials due to an immature immune system, and/or maceration of the skin caused by exposure to excessive moisture from the environmental humidity or from bathing. We have recalculated our complaint rate, including these, and the rate remains less than 0.005%. Which means that this experience is exceedingly rare. We have also added these incidents to our internal tracking system. We will continue to monitor event reports in the future and identify any developing trends that may require additional action. We are constantly looking for ways to improve our products and processes, and to that end, this feedback is valuable to us.